Event description:
The facility reported the device wouldn't defibrillate a pt. A lifepak 10 defibrillator/monitor was made available and was used. No additional event info was reported. Pt outcome was not reported.